Event description:
The account alleged that the foot hi/low function is drifting down.

Manufacturer narrative:
The account swapped both valves for the foot hi/low and replaced the foot down valve to repair the bed.